Manufacturer narrative:
The failure investigation has been performed and the investigation could not be completed as the cartridge was not returned.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Additionally, it was reported that a malfunction alarm occurred and also it was reported that cartridge change errors occurred with multiple cartridges with an o-ring was on the pneumatic tap. Blood glucose was not impacted. Customer reverted to an alternate method of insulin therapy.